Manufacturer narrative:
This device was used for treatment, not diagnosis. Barei, d., gardner, m., mehta, s. And nork, s. (2008, august). Treatment protocol for open ao/ota type c3 pilon fractures with segmental bone loss. J orthop trauma 2008; 22:451¿457. This report is for an unknown reamer ¿ irrigator ¿ aspirator. Implant/explant: device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, barei, d., gardner, m., mehta, s. And nork, s. (2008, august). Treatment protocol for open ao/ota type c3 pilon fractures with segmental bone loss. J orthop trauma 2008; 22:451¿457. The authors evaluated 117 acute open type c pilon fractures during 2002 and 2007 to identify those patients who were treated for segmental bone loss with a three stage treatment protocol. Ten patients met inclusion criteria (seven men, three women). Stage three of the protocol included placement of bone graft material which consisted of iliac crest autograft, cancellous allograft, demineralized bone matrix (dbx, synthes) or a slurry of intramedullary cancellous bone and bone marrow obtained from reaming the femoral shaft with use of synthes device, reamer ¿ irrigator ¿ aspirator. A 34 year old male developed an abscess three months after stage 3 bone grafting using the synthes device. He underwent bone graft removal, wound debridement and antibiotic bead placement. The patient was clear of infection after a course of antibiotics, underwent bead removal and repeated bone grafting with autograft, allograft and demineralized bone matrix. His wound healed uneventfully and his fracture and grafted defect consolidated 60 weeks after his initial bone graft. The authors concluded that the patients in whom the protocol was initiated had a low rate of infection and nonunion. This report is for an unknown reamer ¿ irrigator ¿ aspirator. This is report 1 of 1 for (B)(4).